Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was verified and attributed to having no software loaded on the pace/defib core engine board and a transformer that was found to have no solder. Historically software failures of this type are a result of the device's software being upgraded in the field. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.